Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. This lv lead was programmed off. This lead will be re-evaluated during wound check. To date, this lead remains in service. No additional adverse patient effects reported. Additional information was obtained, indicating that the muscle stimulation was confirmed during the first day of post-operation. The lead was high in output during the implant, and no stimulation was noted. Early in the morning after the surgery, a post-operation check was done with no stimulation noted as well. The stimulation occurred prior to the patient being discharged. The device was checked, and stimulation was noted. Reprogramming was done but was unsuccessful. The physician ordered to turn the left ventricular (lv) lead off. An x-ray was initiated, and a slight lead dislodgement was noted, causing the stimulation to occur. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. This lv lead was programmed off. This lead will be re-evaluated during wound check. To date, this lead remains in service. No additional adverse patient effects reported.